Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and checked the logs that showed 9x transducer faults along with other alarms. The technical support mentioned that the units main pcb (printed circuit board) is mostly on the way out and that was why it was intermitting. A new main pcb will be installed to complete the repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator gives xducr/transducer fault alarm while on patient. The customer confirmed that there was no patient harm associated with the reported event.